Manufacturer narrative:
The device was returned for evaluation. Visual inspection of the device found no anomaly on the outer helix and the inner helix stretched out of specification. The inner helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented post-implant procedure for follow up. Upon review, the patient's blood pressure had dropped. An echocardiogram was performed; cardiac tamponade and pericardial effusion were noted. A pericardiocentesis was successfully performed and the leadless pacemaker was retrieved without complications. The patient remained stable.